Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Month and day unknown. Only year (2018) is known. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event of "the reload could not be completely fired and the stapler was stuck ". Was the sdh29a device not able to be completely fired? When the device was "stuck", was the device not able to be removed from the tissue? If yes, how was the device removed? Was there any change in the procedure due to the event? Was there any change in the post-operative care of the patient due to the event?

Event description:
It was reported that during an unknown procedure, the reload could not be completely fired and the stapler was stuck. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify the event of "the reload could not be completely fired and the stapler was stuck ". Was the sdh29a device not able to be completely fired? Yes. When the device was "stuck", was the device not able to be removed from the tissue? If yes, how was the device removed? Manually departed the reload and device. Was there any change in the procedure due to the event? No. Was there any change in the post-operative care of the patient due to the event? No.